Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00062: plate, 3025141-2020-00063: screw.

Event description:
While inserting a screw into a orthopedic plate, the driver broke off the screw head and could not be removed. It remains implanted.